Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "patient attended on june 19 to the administration of her treatment where the chief in charge stated that the catheter was occluded, at the time of review and irrigate the catheter was observed with total occlusion so it is performed healing and 2 cm are removed, previously massage the area, elevation of the limb, this without achieving permeabilization of the device, so it had to be channeled for treatment administration. The patient was referred to outpatient medical consultation where a chest x-ray was requested, where the tip of the catheter was found to be poorly positioned with angling towards the subclavian region. Additional information received on 18 jul 2024: in accordance with the commitments made in the committee of monday, (B)(6) 2024, I performed a new intervention with the client, where I interviewed the nurse who performed the insertion of the catheter on (B)(6) 2024, during this intervention I could find the following: there is no evidence (images) that demonstrate the location of the catheter tip at the time of insertion on june 5; the EKG image recorded by the site rite8 ultrasound that appears in the clinical history, does not correspond with the name of the patient, there are also no records of taking chest x-ray up to the time of the event that demonstrate the location of the tip. (B)(6) 2024. Per nursing records, in the insertion note, the nurse does record and confirm the location of the catheter tip in vena cava. Catheter stay 14 days. The patient was laid down in semi-fowler with the arm supported and extended, the dressing was removed and the catheter was gently pulled out, pressure was applied with sterile gauze soaked in antiseptic at the puncture site. There was no resistance or bleeding at the time of removal. Patient is doing well, in good condition. Initially the patient was cannulated with a short peripheral catheter to continue with the treatment and later on (B)(6) 2024 a PICC line was inserted. Procedure completed successfully and without complications through the short peripheral catheter (outpatients). Comments from specialists during the committee: it is observed that the catheter remained in the vena cava. During the 2nd review, the movement of the catheter was identified. A technical evaluation of the device was carried out at the request of the health service. The occlusion was not due to medication but due to a mechanical issue. The patient has had the catheter for 1 month. Due to chemotherapy, situations inherent to his diagnosis, intrathoracic pressure, the catheter tip can be changed position. The catheter has been removed, and the patient no longer had any other impact on his health. It was determined that no training will be carried out since, during the committee with the health service, it was not a matter of quality from product but due to the patient's pathology, the patient's physiopathological conditions."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter malposition was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc catheter with a needleless injection cap. A severe kink was observed between the 33cm and 34cm depth markings. Also received was a single fluoroscopic image was returned for evaluation. The image was an ap coned down view of the right upper chest and arm showing the distal half of a PICC. The distal tip of the catheter had coiled in the axillary/proximal subclavian region. This region is a common location for venous strictures, valves, and anatomic variants. An attempt to flush the returned catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks or occlusions. Microscopic inspection of the kink site revealed wear marks and deformation of the catheter shaft. Possible contributing factors for malposition of the catheter tip could include the patient¿s anatomy and/or physiology, jetting of fluid from catheter tip during power injection, or the catheter whipping during power injection. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "patient attended on (B)(6) to the administration of her treatment where the chief in charge stated that the catheter was occluded, at the time of review and irrigate the catheter was observed with total occlusion so it is performed healing and 2 cm are removed, previously massage the area, elevation of the limb, this without achieving permeabilization of the device, so it had to be channeled for treatment administration. The patient was referred to outpatient medical consultation where a chest x-ray was requested, where the tip of the catheter was found to be poorly positioned with angling towards the subclavian region. Additional information received on 18 jul 2024: in accordance with the commitments made in the committee of monday, (B)(6), I performed a new intervention with the client, where I interviewed the nurse who performed the insertion of the catheter on (B)(6) 2024, during this intervention I could find the following: there is no evidence (images) that demonstrate the location of the catheter tip at the time of insertion on (B)(6); the EKG image recorded by the site rite8 ultrasound that appears in the clinical history, does not correspond with the name of the patient, there are also no records of taking chest x-ray up to the time of the event that demonstrate the location of the tip. (B)(6) 2024. Per nursing records, in the insertion note, the nurse does record and confirm the location of the catheter tip in vena cava. Catheter stay 14 days. The patient was laid down in semi-fowler with the arm supported and extended, the dressing was removed and the catheter was gently pulled out, pressure was applied with sterile gauze soaked in antiseptic at the puncture site. There was no resistance or bleeding at the time of removal. Patient is doing well, in good condition. Initially the patient was cannulated with a short peripheral catheter to continue with the treatment and later on july 10th a PICC line was inserted. Procedure completed successfully and without complications through the short peripheral catheter (outpatients). Comments from specialists during the committee: it is observed that the catheter remained in the vena cava. During the 2nd review, the movement of the catheter was identified. A technical evaluation of the device was carried out at the request of the health service. The occlusion was not due to medication but due to a mechanical issue. The patient has had the catheter for 1 month. Due to chemotherapy, situations inherent to his diagnosis, intrathoracic pressure, the catheter tip can be changed position. The catheter has been removed, and the patient no longer had any other impact on his health. It was determined that no training will be carried out since, during the committee with the health service, it was not a matter of quality from product but due to the patient's pathology, the patient's physiopathological conditions."